Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure, low p wave amplitude was noted and loss of capture on the lead were observed. The lead was capped and replaced during the procedure on (B)(6) 2017. The procedure was successful with no adverse consequent to the patient.